Event description:
When the rn flushed the white port of the triple lumen catheter (tlc), she noticed a small leak. The leak was confirmed by a second rn who found two distinct leaks at the clear part of the white port just above the insertion site. The other two ports of the tlc are not affected.